Manufacturer narrative:
An engineering evaluation for the returned device has been performed. The investigation stated the following: the leading end of the catheter had separated from the catheter body at the trailing olive. The guide wire lumen had pulled out of the trailing olive bond on the catheter. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the broken leading end of the catheter could not be determined with the currently available information.

Manufacturer narrative:
(B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications. Refer to field for the results of the imaging evaluation. Results pending completion of engineering evaluation.

Event description:
On (B)(6) 2015, a gore® excluder® aaa endoprosthesis (pxc121400/(B)(4)) was implanted as the contralateral leg for treatment of an abdominal aortic aneurysm. When ballooning of the proximal end, a strange radiopaque marker was reportedly observed at the level of the trunk stent, but previously considered by the physician as a marker of cordis® sizing catheter. It was stated after the patient being closed by perclose proglide, the radiopaque markers of cordis® sizing catheter was counted but found without any of abnormality. After checking all devices used in the primary procedure, the catheter shaft of pxc121400 (sn: (B)(4)) was found being broken at the position closing to the trailing olive, therefore the part of catheter with leading end was reportedly confirmed being remained in the patient. It was stated that an additional operation was taken to take the broken part of catheter out of the patient by using 3 kinds of snare and a 12fr sheath.